Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to have been evaluated by remote technical service and onsite technical service for an issue associated with a reported alarm. There was no harm or injury reported. Troubleshooting activities by philips remote service technician indicated the device was in use with a patient at the time the device alarm occurred. It was reported the alarm prompted for maintenance of the ventilator and the device was fully functional. The patient was switched to a different ventilator to continue with monitoring. Onsite service was provided by philips. Review of the device error code log revealed error code e-344 indicating an oxygen blending module (obm) accuracy issue. The device was returned to the factory for repair. Due to the obm error, the obm printed circuit board assembly was replaced. The system meets the specification for the performed service and is returned to use. Additional findings not related to the malfunction/issue: the blower motor was replaced.